Event description:
It was reported by a consultant that during a tibia nail procedure, the flexible reamer passed over the reaming rod, but the surgeon encountered resistance at the mid-shaft area of the tibia. The reamer continued to advance. When the surgeon removed the reamer, he discovered that the reamer head had broken. The collar of the reamer head that sits on the hex shaft of the reamer shaft broke off the reamer head. The part of the head that did not break off is attached to the flexible reamer shaft. The surgeon removed the broken pieces and completed the procedure with no further problems. This is report 2 of 2 for event #(B)(4).

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation was performed. The remaining part of the broken off reamer head is still attached to the flexible shaft and can not be disassembled without to destroy the reamer head/coupling of the shaft. The broken off fragments were sent with the shaft. The measurable dimensions and all measurements fall within the allowable tolerances specified on the drawing. The microscopic view shows that the cutting edges of the reamer head are blunt. The fractured faces are homogenous what indicates material conformity. The manufacturing records show correct procedures and hardening process. This complaint is deemed indeterminate from a manufacturing standpoint. The product development event evaluation states that the small bore at the tip of the reamer head was measured, as well as the small and large outer diameters. The wall thickness of the broken fragments was also measured. All measurements fall within the allowable tolerances specified on the drawing. The dimensions of the front cutting tips also fell within allowable tolerances specified on the drawing. Since the reamer head is still attached to the flexible shaft, it is impossible to measure the large bore diameter. The condition of the cutting flutes and rust on the broken fragments indicate that this reamer head may have been used before. A number of factors could have contributed to failure of the reamer head due to mechanical overloading, including dense or hard bone, reaming technique, or using a bent or kinked reaming rod. This case is indeterminate from a design perspective. Since the part appears slightly worn, prior use and wear could have contributed to its failure. An extremely narrow intermedullary canal and dense bone could also explain the resistance encountered during the procedure and also could have contributed to the failure of the device. Placeholder.